Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: after connecting the device with the anvil, the safety could not be released to fire the stapler. A new instrument was used but a small tissue tear occurred. The site was sutured for repair and to complete the procedure. No bleeding and no stomas were needed. It was not known if the surgery was extended, and no further patient details are available but reported well and under observation.